Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 11:00 pm, the patient noted a cgm glucose reading of 190 mg/dl, which she felt was inaccurate. A confirmatory fingerstick blood glucose (fsbg) was performed and measured 42 mg/dl. The patient reported symptoms of shaking, sweating, and a sensation of heaviness in the chest. She treated the low glucose by eating a sandwich and subsequently called emergency medical services (ems). Upon ems arrival, an fsbg was measured at 90 mg/dl, while the cgm displayed a reading of 120 mg/dl. Ems administered an oral glucose tablet. Upon arrival at the emergency department (ed), no additional fsbg measurement was reported; the cgm continued to display readings of approximately 120 mg/dl. The patient received intravenous (IV) 10% dextrose. The patient was observed overnight and discharged on (B)(6) 2026 at approximately 3:00 pm. At the time of report, the patient reported feeling well and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.